Event description:
The customer reported to customer service that the suction, due to a torn diaphragm, was low on her pump and style breast pump. This could have contributed to her mastitis infection and she needed medical attention.

Manufacturer narrative:
A replacement pump was sent to the customer. The customer reported mastitis. On (B)(6) 2014, a medela clinician spoke with the customer and she stared that she is exclusively pumping and was never able to put baby on breast. Baby is (B)(6) old. The customer stated she took cephalosporin antibiotic and had 1 injection of another antibiotic but doesn't remember what it was. She had a temperature of 103.0f. Fever and mastitis resolved. Replacement pump is working well. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. "Riordan & wombach, 4th ed. P. 294: breastfeeding and human lactation." Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed or corrected info, a f/u report will be filed at that time.